Event description:
Invalid result (s). We got a call from a customer that is having an issue with 3 flowflex covid 19 antigen test kits from the same 5-pack box. The customers wife just purchased the kits from cvs, so this is an out of box issue. When the customer performed the covid test, the control line appears, but only goes halfway across the test window. Customer said a black line is going up the middle of the test result window, that cuts off the control line in half. The t-line has nothing next to it. Customer performed the test correctly with 4 drops of the buffer solution and waited the 15 minutes. The customer does not have the ability to send us any pictures. I advised the customer that I need to forward this information and he will get an email back from acon labs regarding this issue.

Manufacturer narrative:
Final product manufacture and qc record for cov1120207. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov1120207 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report g6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative

Event description:
Invalid result (s). We got a call from a customer that is having an issue with 3 flowflex covid 19 antigen test kits from the same 5-pack box. The customers wife just purchased the kits from cvs, so this is an out of box issue. When the customer performed the covid test, the control line appears, but only goes halfway across the test window. Customer said a black line is going up the middle of the test result window, that cuts off the control line in half. The t-line has nothing next to it. Customer performed the test correctly with 4 drops of the buffer solution and waited the 15 minutes. The customer does not have the ability to send us any pictures. I advised the customer that I need to forward this information and he will get an email back from acon labs regarding this issue.